Manufacturer narrative:
The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Event description:
As reported for this event by the customer, the device tested positive for two culture tests performed. There is no harm reported to any patient or persons.

Manufacturer narrative:
The subject device was returned and an evaluation completed for it. This report is being supplemented to provide additional information based on the users second culture results, the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects were noted where: objective lens has a crack. Distal end has a dent. Adhesive on bending section rubber is detached. Connecting tube has a dent. Third party repair has been performed. Protector is dirty. Control unit is deformed. Scope cover is deformed. Universal cord has a wrinkle. Scope connector is deformed. Cover unit is dirty. Circuit board unit in scope connector has corrosion due to water leakage. However, these defects alone are not considered severe enough to cause a potential adverse event. The reported event was not confirmed as the scope was not microbiologically tested by olympus. The user's first culture test results were not provided. The user cultured the device a second time where the bushings/ washings was sampled for an unknown (light growth) number of kiebiella pnemoniae. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.